Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered potential inappropriate therapy for an atrial arrhythmia. Technical services (ts) reviewed the stored episode and noted that the device delivered two anti-tachycardia pacing (atp) bursts and three shocks for an atrial fibrillation (af) episode with rapid ventricular response (rvr). Ts observed that the device inhibited therapy until the rhythm became stable and discussed reprogramming options for future therapy delivery. No additional adverse patient effects were reported. This crt-d remains in service.